Manufacturer narrative:
The investigation of difficulty inserting/removing introducer has been completed. The introducer was returned for investigation. A major kink was observed at the middle portion of the sheath. As per the clinical information provided, he patient had extremely tortuous vasculature which was already causing difficulty to advance wire. Therefore, as per the product investigation and clinical information provided, the root cause of the difficulty inserting introducer issue was patient condition related to patients tortuous vessels. D9 date device returned to manufacturer added. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26814 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should have been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number was submitted in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number .

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Note: section a and d6a/d6b are unknown. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿

Event description:
The user facility reported that upon removal of the dilator, the inserted 14fr sheath kinked. Due to the patient's tortuous anatomy, the decision was made to not attempt impella implant. An intra-aortic balloon pump (iabp) was subsequently placed for patient support. There was no patient harm.